Manufacturer narrative:
Investigation summary: a sample was received and tested by our quality team. The customer's complaint of missing lids was verified as there were 8 bins but no lids. This complaint was then forwarded to the supplier for further investigation and possible root cause realization. Potential root cause: 1. Non-controlled method to ship partial boxes to end user (re-packaging process). 2. Non controlled handling within distributor facilities. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. H3 other text : see h10.

Event description:
It was reported that sharps coll slide close chemo 9gal lid was missing. The following information was provided by the initial reporter: lids were missing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll slide close chemo 9gal lid was missing. The following information was provided by the initial reporter: lids were missing.